Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one patient. The initial result of 1.298ng/ml was reported out of the lab. A fresh sample was collected from the patient and an accu tni result was 0.18ng/ml. It is an unknown if patient treatment was affected as a result of this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. The sample one was processed via the automation line. Qc resulted within specifications prior to the event. Actual qc data was not supplied. Customer noted no associated events posted to the event log. A customer technical service (cts) offered service and the customer declined due to the customer's belief that this event is due to sample integrity issues. Although the customer believed the erroneous result was due to sample integrity issues, a definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).